Event description:
A baxter sales representative reported a pump with an occlusion but no alarm during patient use. The risk manager of the facility called the writer and provided the following additional information on 06/22/2007. The patient was receiving tpn, lipids and antibiotics. The patient was complaining left arm pain and chest pain in 2007. Testing was done on patient for mi (myocardial infarction). The test for mi was negative. The patient also complained coolness on the tips of her fingers. On the same day, the facility realized that the infusion was done arterial instead of venous. The hospital representative also stated that the pump alarmed several times. The facility representative stated that she doesn't believe the pump caused any problem with this event. Upon further investigation, the patient found to have a small embolic stroke. The hospital representative also stated that the bio-medical of the facility downloaded the event history.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. .